Event description:
It was reported that the arctic sun device water temperature did not decrease during usage. Per follow up information received via email on 26aug2024, device was under investigation. Patient was involved and no impact. Case completed by changing equipment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature did not decrease during usage. Per follow up information received via email on 26aug2024, device was under investigation. Patient was involved and no impact. Case completed by changing equipment. Per sample evaluation results received via task on 22nov2024, circulation pump was also having flow issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is mixing pump. The device was evaluated upon receipt. Mixing pump had insufficient flow. Replaced mixing pump. Circulation pump had insufficient flow. Replaced circulation pump. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.